Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing which lead to inappropriate anti-tachycardia pacing (atp) therapy with no asystole. As a result the physician elected to surgically abandon the lead and replaced it successfully. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.